Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating that no sound was heard. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the api board should be replaced. The customer called back and advised that replacing the api board did not resolve the issue. The customer requested a replacement speaker. The rse ordered and shipped a replacement speaker to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.